Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a high balance chamber pressure alarm occurred during a routine hemodialysis treatment. The alarm could not be resolved. Due to the amount of time the blood pump had stopped the circuit clotted and rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The user's guide states the risk of clotting increases when no anticoagulation is used, and when the blood pump stops. The cartridge was not returned for evaluation therefore, the exact cause of the alarm cannot be determined. The user's guide states that high balance chamber pressure alarms typically occur as a result of kinked or occluded therapy fluid lines, which restricts the flow of dialysate. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.